Event description:
The customer reported their acuity system will run for a while, show check network and a yellow acuity icon and then reboot. She mentioned that the message panels showed a red dot. They restarted the term server and the system no longer resets, shows check network or a yellow acuity icon. Customer does not want to replace the termserver at this time. They will let us know if they have any further issues. This resulted in a temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn technical service remotely assisted the customer to regain network access. The terminal server was rebooted by hospital staff and the problem resolved. The terminal server will not be returned as it is now working fine. There have been no subsequent, similar complaints at this site. Method: remote troubleshooting performed.